Event description:
It was reported that a patient presented in-clinic for an unrelated routine generator change. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise, resulting in inappropriate automatic mode switch. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.